Event description:
A caller reported a cgm error 42 related to their glucose monitoring. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support, which provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the error did not reappear, and the caller successfully started their sensor session.